Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that pump is making a constant tone with no alarms buttons are not responding frozen display. Customer's bg is 460mg/dl. T/s was done but was unable to solve the issue. Adv the pump will need to be replaced. Ship: pump / return: pump. Frn unknown reservoir. Unomedical model unknown infusion set.

Manufacturer narrative:
Device received motor error alarm during rewind due to corroded motor home switch. No frozen screen and no constant tone during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.